Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that the burr attachment device had an undetermined malfunction. During in-house engineering evaluation, it was determined that the device was frozen/would not move, fell apart-unattached and had missing components. It was further determined that the device failed pretest for general condition and check of free moving. It was unknown if the event occurred during surgery, or if there was patient involvement. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery as intended. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.